Event description:
It was reported that this pacemaker exhibited signs of premature battery depletion (pbd) with the battery projection decreasing one and a half to two years for every 6 months of use. A review of the device data by technical services showed that the battery consumption had been increasing over the least year with power consumption more than twice what was anticipated. Battery longevity was projected at a least 90 days remaining and it was recommended the device data be reviewed before the end of the 90 days for a reassessment of the longevity projection. Information was later received that this device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has been returned and analyzed.a review of the available information by post market quality assurance technicians, could not establish a cause, but did confirm the allegation of pbd based on data analysis. As this device was not returned a physical examination could not be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains additional information about device explantation and device analysis.

Event description:
It was reported that this pacemaker exhibited signs of premature battery depletion (pbd) with the battery projection decreasing one and a half to two years for every 6 months of use. A review of the device data by technical services showed that the battery consumption had been increasing over the least year with power consumption more than twice what was anticipated. Battery longevity was projected at a least 90 days remaining and it was recommended the device data be reviewed before the end of the 90 days for a reassessment of the longevity projection. The device remains in service. No additional adverse patient effects were reported. A review of the available information by post market quality assurance technicians, could not establish a cause, but did confirm the allegation of pbd based on data analysis. As this device was not returned a physical examination could not be performed.